Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The ventilator was reported as being unable to power on. There was no available information regarding patient involvement.

Event description:
The ventilator was reported as being unable to power on. There was no available information regarding patient involvement. There was no report of harm associated with this event.